Event description:
Riding unit up a grass & stone hill when he tipped the unit to the right. Said the seat lift was wobbly.

Manufacturer narrative:
Incident occurred the day before he received the second recall letter. Claims he did not receive the first recall letter which was prior to the incident.